Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the low battery alarm due to the blank display. There was no corrosion on the battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the batteries were lasting less than 3 days. The customer sated that the battery leaked inside the battery compartment and there was grease/liquid inside. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.